Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports 2 mirrors from a package had the mirror part fall off. They already disposed of the product so there is nothing to send in for RMA complaint. On (B)(6) 2015 customer reports doctor was examining patient when mirror fell out of frame in mouth, no harm done, easily retrieved.